Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited an alert due to out of range impedance values on the defibrillation coil as well as from the pace/sense portion of the lead. The patient is a participant in a clinical study.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the right ventricular defibrillation coil was fractured at 55 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa; transcatheter valve; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had a confirmed coil fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.